Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as the device was not returned and no lot number was provided. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during surgery, while the surgeon was inserting the connecting screw into the insertion instrument the threading tip of the connecting screw broke off and was left inside the blade. This happened when the dhs, dynamic hip system, blade was being attached to the connecting screw by the driver. At the same time, the blade fell on the floor and got dirty. As lag screws and insertion instruments were prepared as backups, the operation was completed using the lag screw instead of the blade. There were no broken parts left in the patient and a surgical delay of ninety minutes was reported. The product associated with this event has not been returned for investigation and no further information was provided. This is report 2 of 4 for complaint (B)(4).

Manufacturer narrative:
Additional information: this investigation has shown the returned instruments show that they threaded tip of the connecting screw is broken off. The damage is possibly indicative of too much continuous applied mechanical force on the connecting screw during usage. The technique guide ((B)(4)) is used in order to eliminate such occurrences. This complaint is deemed invalid.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found.